Event description:
Information received by medtronic indicated that physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and pump was returned for analysis.